Event description:
The reporter claimed that the animas insulin pump has a power issue. The battery has a short life. When the patient replaced the battery, the battery reportedly was warm to touch. There was no adverse event associated with this complaint. During troubleshooting, the animas representative noted the following: the battery compartment was intact with damage to the threads, battery cap, and yellow o-ring. There was no corrosion. This complaint is being reported as a malfunction due to the alleged battery overheat and battery life short issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity related to the complaint observed in the pump's download history. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 6 hours, no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The power flex, battery connections and internal components were tested for intermitting conditions and there were no defects found. The complaint regarding pump and battery overheating could not be duplicated during investigation. No defect was found.